Event description:
It was reported that the customer had a motor error alarm and unexpected restart on insulin pump. The customer's blood glucose level was 300 mg/dl. The customer was treated with four units of bolus. The troubleshooting was performed. The customer was advised to return the insulin pump with battery and zero out basal rates. The customer was advised to discontinued the use of the insulin pump and revert to backup plan. The customer was advised that the insulin pump will be replaced. No further information was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked case near the lcd window corner, a cracked reservoir tube, a scratched reservoir tube window, a cracked reservoir tube lip, a broken belt clip slot, cracked battery tube threads, a stained address and serial number label, and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)